Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the cadiere forceps instrument broke. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cadiere forceps instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If the instrument or if any additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, a broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.